Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Phone: (B)(6). Device evaluation: the device was discarded by the customer; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the front part of the cartridge, including the tip broke off and the user was not able to push the intraocular lens (iol) down the shooter. The issue was noticed during preparation. No patient injuries / involvement. No additional information was provided to abbott medical optics.